Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial tha in (B)(6) 2021. The patient was revised due to the stem being grossly loose. No other information provided.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may have been due to loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.